Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery, the front end of the objective lens fractured, causing image blurring and resulting in surgical interruption; the procedure resumed normally after replacing with a new scope. No negative impact in state of health reported.